Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime issues. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that they are not able to see the screen on pump. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.